Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was unresponsive. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The monitor was functional. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the creased cable.

Event description:
A us distributor reported that a patient was experiencing problems with the response buttons on their monitor.